Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-6068-90, batch 5044157010, was received for investigation. Visual inspection found no abnormalities or damage to the exterior of the device. Functional testing verified that the actuation wheel advanced and retracted the nitinol component as intended. No problem found. The complaint allegation is not confirmed. Refer to the investigation photos.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, the event description, and additional field input, arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to use-related factors, specifically improper surgical technique such as misrouting of the lasso loop, leading to kinking and bunching within the handle.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/22/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6068-90 quickpass lasso wire loop began to come out from the roller at the handle midway through the procedure. Because the hospital is familiar with this product, we tried various methods, including reloading and inserting it from the tip, but it would not come out properly from the tip, and the procedure was interrupted. The user opened a new product and proceeded with the procedure, which was successfully completed. This occurred during use in a meniscus centralization case with no patient effect.